Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for 'malposition-valve migrates from deployment position' and 'central regurgitation' was confirmed with objective evidence based on imaging evaluation. Available information suggests procedural related issues (lack of leaflet capture) and imaging issues (anatomical and device shadowing) likely contributed to the reported event of malposition-valve migrates from deployment position. Valve migration likely contributed to the central regurgitation. Since there was not a full seal on the annulus, the ventricle pressures (back pressure) are lower than if there was a full seal on the annulus. This can cause the evoque leaflets to not fully coapt, leading to central regurgitation. Therefore, the most likely cause of this event is due to lack of leaflet capture. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
As reported by the edwards lifesciences affiliate in ireland, a patient received an evoque valve in tricuspid position where, on post-operative day (pod) 4, the valve appeared dislodged. During the procedure, there was appropriate volume optimization, no anchors were missed, and no leaflets were pinned. During deployment, the valve expanded evenly to avoid the sub-valvular structures and optimal valve position was achieved. There were no issues during the procedure except for shadows on the anterior annulus in the tee images. Post-deployment, there was trace pvl around the lead. On pod 4, the patient was reported to have a low platelet count of 20. After an echo, it was noted that the valve was dislodged on the lateral side. The patient is currently stable and under palliative treatment. No surgery or interventions reported.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.